Manufacturer narrative:
The evaluation of the customers issue included an inspection of the analyzer and review of the analyzer¿s service history, trending, and labeling. The abbott field service representative (fsr) went to the customer site and inspected the analyzer. The fsr replaced the nozzle, c4, #1, #4, #5 (rohs) (ln 7-205228-01) and the alnty c-series cuvette (ln 04s47-01) which resolved the issue. A review of the analyzer¿s service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the parts were replaced. Review of trending data and manufacturing documentation associated with the replaced parts and the alinity c processing module did not identify any issues or trends. Labeling was reviewed and found to adequately address the customers issue. Based on all available information, no systemic issue or deficiency of the alinity c processing module was identified.

Manufacturer narrative:
Patient identifier: multiple = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained falsely depressed results for multiple assays while using the alinity c processing module. The customer indicated controls went out of range on the analyzer, and samples previously tested were reran on the architect analyzer. The following initial and repeat results were provided: sample ID: (B)(6): calcium 3.42 and 9.58 mg/dl. Sample ID: (B)(6): calcium 5.41 and 10.52 mg/dl. Sample ID: (B)(6): potassium 2.38 and 4.04 mmol/l. Sample ID: (B)(6): calcium 4.72 and 9.91 mg/dl. No impact to patient management was reported.